Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm reported rv sensing amplitude below limit (less than 2 mv). Sensing amplitude has been decreasing since implant. There was a sudden increase in pacing threshold early (B)(6). The lead was repositioned on (B)(6) 2021. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.